Event description:
It was reported that the autoclavable camera head exhibited dot-like, river-like noise flickering across the entire monitor. There was no patient involvement.

Manufacturer narrative:
E1 - (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.